Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 28 x 2.75 promus premier select drug eluting stent (des) was selected for use. Resistance was encountered while attempting to insert the des over the guidewire and the des could not be advanced. Additional forward force was applied but the des still failed to progress. During an attempt to withdraw the des, significant resistance was also noted and the des shaft fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.